Manufacturer narrative:
Investigation: visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The progav 2.0 valve is not operating within acceptable tolerances. Results first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, the flow rate and the resulted pressure of the valve, as well as the brake functionality and brake force. The measured value of the progav 2.0 valve was out of tolerance, but all other specifications were met. The measured pressure of the progav 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve, we have found a build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve was operating in an over-drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient weight is (B)(6) kg. Serial number not provided in initial report. Manufacturing site evaluation: investigation on-going, additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that the progav 2.0 valve had adjustment and overdrainage issues. As a result, it was explanted. Very limited information was provided. The shunt system was implanted into a now (B)(6) year old patient on (B)(6) 2016. Due to described issues of over drainage and "loose adjustment", it was explanted (B)(6) 2019. No further details provided. No associated patient complications are reported.